Event description:
Defibrillation pads/electrodes arced under one pad. During resuscitation attempts. Pt was in cardio-pulmonary arrest on arrival of ambulance. No problems noted with electrocardiograph monitoring through same electrode set.